Event description:
The customer reported that while the advantx lca/lp system was in biplane mode, the gantry moved unexpectedly. The issue occurred twice during the same case. Prior to the first occurrence, the system was set to perform a dsa acquisition and when the foot switch was activated, the c-arm began to move. When the user released the foot switch, the motion stopped. In this case, the image intensifier came close to the patient's head. The second time the issue occurred, the positioner came close to hitting the doctor. The sequence of events leading up to the second occurrence is unknown. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.